Event description:
It was reported that the system 9800 would not completely initialize. There was no adverse patient involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk was replaced and all software reloaded. The system was tested and found to be working as intended and placed back into service.